Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in (B)(4). This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the wireless footswitch is not working during a procedure. The procedure was completed using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.